Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 115 units. Reportedly, the cartridge was filled with 300 units of novolin insulin. The customer's blood glucose level was 140 mg/dl. Reportedly, the cartridge was reloaded successfully and insulin delivery was resumed.